Event description:
After device changeout, a possible output circuit damage alert was received. The device was replaced the next day. Lead fracture of the competitor lead was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly in the field was confirmed in the laboratory. The analysis indicated the output circuitry of the device was damaged. The device was tested on the bench and our automated testing equipment. All low voltage functions were normal. The cause of the event was undetermined.